Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via phone call that the customer was hospitalized on (B)(6) 2015 for a diabetic ketoacidosis. The customer's meter and test strips were stolen. The insulin pump alarmed no delivery and after her blood glucose level went up. The infusion set had a bent cannula. The customer had a rapid heartbeat, was nauseous, vomited, and was dehydrated. Customer's blood glucose level was 384 mg/dl. The customer treated her high blood glucose level with a syringe, saline, and IV drip. The customer had a x-ray and her heart was being monitored. Her insertion site was sore. The device was not returned.